Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel could not be identified and a definitive root cause of the issue could not be determined, as no additional information regarding the event or facility device reprocessing was reported or available, and there was no observed device deformation that could result in the retention of foreign material, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection igif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus the evis exera iii colonovideoscope, for the annual inspection. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the air/water tube had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: air/water cylinder has foreign objects; scope cylinder has discoloration; due to wear of angle wire, the play of right/left knob is out of the standard value; due to wear of angle wire, bending angle in down direction does not meet the standard value; air/water tube has foreign objects; light guide lens has a crack and bending tube is damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.